Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, (B)(4) on 16th february 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2015 and that it had performed to specification up to the (B)(6) 2016. On the (B)(6) 2016 the device records a log entry of corrupt data instead of the weekly auto self-test. No further log entries were recorded. The returned pad-pak was inserted into the device and had failed to power on. The status indicator was observed flashing red. A test pad-pak was inserted into the device and again failed to power on. This would confirm the reported fault. Further investigation found a capacitor had failed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device will not switch on.